Manufacturer narrative:
Event occurred in another country.

Event description:
Reporter states the patient tested 117 mg/dl on the aviva system and was given glucagon. Ten minutes later, the customer tested 166 mg/dl on either the aviva system or a professional system. Within 5 minutes, the customer tested 48 mg/dl on either the aviva system or a professional system. The patient was given glucose and fifteen minutes later, tested 100 mg/dl on the professional device while the aviva system read 387 mg/dl. Requested return of suspect system for evaluation; however, strips were not returned to the manufacturer.